Event description:
A consumer reported that following bilateral intraocular lens (iol) implant surgery he is uncomfortable driving at night due to halos. Add'l info has been requested. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. No root cause can be determined. Attempts have been made to obtain add'l info. (B)(4).